Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6) displayed coolant low messages while the coolant level is at max. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (sn (B)(6) displayed coolant low messages while the coolant level is at max was confirmed during functional testing. The root cause for the reported complaint is related to the failed coolant sensor block. The thermogard xp ivtm system failed functional testing due to the displayed "coolant low" error message. The sensor block is not correctly detecting the coolant level. The coolant sensor block was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).